Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and elevated sensing integrity counter (sic). Most of the stored episodes revealed t-wave oversensing (twos) and the twos looks to be causing short v-v intervals. The sic count is high and had suddenly increased since mid-february 2025.it was noted that there were also some gradual changes observed for the rv lead where impedance increased, threshold increased, r-wave increased, vt-ns (ventricular tachycardia-nonsustained) increased and optivol decreased. Since none of these changes were abrupt it was suspected these changes are related to the clinical condition of the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that reprogramming was done for the right ventricular (rv) lead.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance trend of the right ventricular pacing lead was rising, oversensing due to non-physiologic signals/sensing integrity counter, and oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.